Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retro pubic sling placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician perforated both sides of the bladder. The device was removed and the procedure was not completed. The patient's condition at the conclusion of the procedure was reported to be stable.